Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge dropped suddenly and subsequently shut off. After the pump was connected to a power source and was turned on the pump displayed 100% battery life. In addition, the customer stated the fill estimate was inaccurate after loading a cartridge with insulin. Reportedly, the customer often fills the cartridge with cold insulin. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.

Manufacturer narrative:
(B)(4).